Event description:
It was reported that the patient underwent a posterior spinal fusion at t11-l4 to treat infectious spondylitis at l1 and l2. It was reported that the extender had disengaged from the screw head. The surgery time was extended less than 15 min. No patient complications were reported.

Manufacturer narrative:
Additonal info: visual analysis reveals that there are some witness marks on the tabs of the inserters indicating that force was applied to them. During a functional test the extenders hooked on to a sample screw and could not be pulled free if locked in properly. If the extender is not locked down properly the extender will pop loose. No root cause determined the failure could not be replicated. The quality technician was unable to determine a cause for the reported event. With the available information about the field experience, a cause or contributing factor to cannot be identified.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.